Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered a cassette leak following peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid within the cassette door of their liberty cycler following peritoneal dialysis therapy. The patient was removing the cassette from their previous treatment when they noticed that the motor pumps were wet. The patient dried off the cycler and attempted to start their next treatment but received an alarm during setup. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment. There was no patient injury or medical intervention required as a result of the leak. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. The cassette was not available for evaluation. Additional information was requested but was unavailable.